Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was blackish dirt in the inlet tube of the bag prior to use.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection verified foreign material blackish dirt inside the inlet tube. Sample was sent to the supplier to determine the root cause. Origin of foreign material contributed from a process at the supplier site. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿cautions/warnings 1) this is a single use product. Do not reuse. 2) this product must be stored in a cool, dry place, away from wet and direct sunlight. 3) should the package is damaged, do not use the product. 4) this product is sterilized by ethylene oxide gas."

Event description:
It was reported that there was blackish dirt in the inlet tube of the bag prior to use.